Event description:
The customer reported that she was hospitalized for high blood glucose levels and dehydration. The customer had blood glucose levels above 600 mg/dl. The customer also reported no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery during the prime test. After adjusting the reservoir and tubing connection, the insulin pump passed the prime test with no alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.